Event description:
Caller reported that pump display was frozen on a sensor failure screen. Blood glucose level impact was significant, as the caller lost consciousness due to low blood glucose, requiring honey administration by colleagues who assisted them after noticing the absence from a meeting. No injuries were reported from the event. Case was created following a request from tandem for further support and resolution.